Event description:
Related manufacturer reference number: 3006705815-2023-04335. It was reported that the patient experienced uncomfortable and ineffective stimulation. The shocking sensation was felt right above the battery, but also down legs when amplitude is increased. Lead diagnostics showed the lead had high impedances, and it was noted that in turn, the device was unable to enter MRI mode. The programmer displayed the error message 'MRI is not advised, there may be a problem with the implanted leads.' Reprogramming and repositioning were attempted to no avail. No accidents, falls, trauma or weight fluctuations were reported. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that lead was found to be twisted into knots and fractured. Surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Therapy was restored postoperatively.